Event description:
It was reported that the stapler was defective. After stapling to correct the colorectal anastomosis, upon removal of the device, the needle was stuck to the anastomosis and later loosened in the rectum light. Per the surgeon it was necessary to redo the anastomosis.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide more details for "the needle was stuck to the anastomosis and later loosened in the rectum light"? Could you please clarify if the anvil was loose? If not, please provide more details. Could you please clarify if the 3 device involved presented same issue? If not, please provide more details for each device where within the gap setting scale was the orange indicator prior to firing? What confirmation was received that the device was fully fired? Did the device staple? Was the staple line complete? Were there any staples missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)? Were the staples deployed into the tissue? Were the staples seen in the surgical field? Did the device cut? Was the cut line fully circumferential around the target tissue? If the device fully cut, were both tissue donuts present? If the device fully cut, were both donuts complete? How many counter-clockwise revolutions were used to open the device? How was it confirmed that the anvil was free from the tissue prior to removing? After firing was the adjusting knob turned ½ to ¾ revolutions? Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Who fired the device? Who removed the device? Was the safety reset prior to removal? What was the users experience with the device?